Manufacturer narrative:
Omit: a1402 - excess flow or over-infusion (1311). Correction: initial reporter facility name. Additional information: imdrf annex a, b and g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that a 50 ml bag of intravenous bumex drip was started at 2320 and set to run at 4ml/hr. The rn noticed upon assessment that bag had almost run dry at 0430. There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation.

Event description:
It was reported that a 50 ml bag of intravenous bumex drip was started at 2320 and set to run at 4ml/hr. The rn noticed upon assessment that bag had almost run dry at 0430. There was patient involvement but no harm.

Event description:
It was reported that a 50 ml bag of intravenous bumex drip was started at 2320 and set to run at 4ml/hr. The rn noticed upon assessment that bag had almost run dry at 0430. There was patient involvement but no harm. A copy of customer's medwatch report was received from FDA, which states "a 50 ml bag of IV bumex drip started at 2320 running at 4ml/hr. Rn noticed upon assessment that bag had almost run dry at 0430. Pump was assessed with charge rn and rate and dose was verified against the mar; rate and dose were found to be correct in IV pump. IV line was disconnected from patient and pump was kept with all lines intact and removed from room. Pharmacy was consulted. Md was notified of situation and gave verbal order to hold bumex drip until md rounds in the am. Pt vital signs stable and no report of other adverse reactions. I pulled and reviewed the infusion report and did not find any programming errors. The pump shows it had delivered only 20 ml at the time the reporter states the bag was found empty which leaves 30 mls of medication unaccounted for. I have reached out to the reporter to determine if she used new tubing when hanging this medication as the priming volume of the tubing could be a factor. FDA safety report ID# (B)(4).

Manufacturer narrative:
Correction: medical device serial #, report source, report source other. Additional information: describe event or problem, FDA notified?, device manufacture date.

Manufacturer narrative:
Correction: initial reporter facility name. Omit: a26 - insufficient information (3190), b17 - device not returned, c20 - no findings available, g07001 - part/component/sub-assembly term not applicable. Additional information: device available for eval? Returned to manufacturer on, device return to manuf.? Device eval by manufacturer? If other specify, imdrf annex a, b, c and g codes. H3 other text: not applicable. Device evaluated by bd.

Event description:
It was reported that a 50 ml bag of intravenous bumex drip was started at 2320 and set to run at 4ml/hr. The rn noticed upon assessment that bag had almost run dry at 0430. There was patient involvement but no harm. A copy of customer's medwatch report was received from FDA, which states "a 50 ml bag of IV bumex drip started at 2320 running at 4ml/hr. Rn noticed upon assessment that bag had almost run dry at 0430. Pump was assessed with charge rn and rate and dose was verified against the mar; rate and dose were found to be correct in IV pump. IV line was disconnected from patient and pump was kept with all lines intact and removed from room. Pharmacy was consulted. Md was notified of situation and gave verbal order to hold bumex drip until md rounds in the am. Pt vital signs stable and no report of other adverse reactions. I pulled and reviewed the infusion report and did not find any programming errors. The pump shows it had delivered only 20 ml at the time the reporter states the bag was found empty which leaves 30 mls of medication unaccounted for. I have reached out to the reporter to determine if she used new tubing when hanging this medication as the priming volume of the tubing could be a factor. FDA safety report ID#: (B)(4).